Event description:
It was reported that a symptomatic patient presented with palpitations during a follow-up. Increased capture threshold on the lv lead was revealed. The patient was hospitalized for palpitations. At that time, loss of capture and sensing issue were noted. No other issue were observed. The issue was resolved by reprogramming. The patient was discharged the next day.